Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (extremely hard bone, no more primary stability after repeated preparation), immediate implantation, pain, mobility. (B)(4) are the same patient.